Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scrolling numbers. The blood glucose reading was 5.6 mmol/l. The customer stated that she was attempting to bolus 4.2 units of insulin and the device kept scrolling up to 8.0 units. She had tried to program 2.4 units and it jumped up to 4.9 units of insulin after she had already released the button. It was also noted that the customer had fallen one day with the device, and now there were 3 cracks on the device body. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No scrolling numbers were noted on the display. However, moisture damage was noted on the keypad traces.